Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the failure appears to be the result of a faulty power supply. The probable cause for this failure is an unexpected component failure. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the generator laser assembly was overheating. There were no reports of patient involvement.